Event description:
It was reported that during a gastric bypass procedure, that the surgeon fired the stapler. But the knife did not cut between the staple lines. The surgeon requested a new instrument. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was rec'd in good visual condition with a cartridge loaded in the device. The cartridge was rec'd fully fired. While performing the analysis, it was noted that the device had the knife missing. The device was tested for functionality and it fired and formed all the staples as intended, however, it did not cut, due to the missing knife. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs prior to shipments, in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the mfg process.